Event description:
Critically ill patient in ed. The physician placed the central line and arterial line to right groin. Unable to obtain accurate arterial line monitoring. Per the physician blood aspirated and did not appear to be arterial. Arterial line to be discontinued. As rn was pulling line only a portion (approx 1 inch) of catheter removed. Catheter appeared to be sheared 1 inch above hub. Bedside ultrasound and x-ray showed remainder of sheath still in patient. Unsure of exact location. Surgery contacted for possible cut down and removal. Surgery evaluated patient and determined not to proceed because of patient lab values and prognosis of patient. Patient then transferred to ICU with no further treatment to right groin.